Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went asystolic upon induction of anesthesia. It was noted that the right ventricular (rv) lead exhibited high thresholds beyond the output of the device resulting in a loss of pacing. The patient was resuscitated and a temporary lead was placed. The rv lead was ultimately repositioned and remains in use. No further patient complications have been reported as a result of this event.